Manufacturer narrative:
The complainant was unable to confirm the upn or lot number of the device or whether the laser fiber used was an accumax or flexiva laser fiber. An accumax upn was used to process the complaint and the manufacture date and expiration date are unknown. Reported event of fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the procedure. Manufacturer report #3005099803-2016-00190 pertains to the first bsc laser fiber and manufacturer report #3005099803-2016-00191 pertains to the second bsc laser fiber. It was reported to boston scientific corporation that two bsc laser fibers were used during a procedure on an unknown date. According to the complainant, the two bsc laser fibers broke within the scope and damaged the scope. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.